Manufacturer narrative:
The reported field event of set screw issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The problem is consistent with the incorrect use of the torque wrench by the user.

Event description:
It was reported that during the implant procedure, the pulse generator's set screw for the atrial port would not tighten or ratchet. The device was not used. No further information was available.